Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was nearly impossible to read. Customer¿s blood glucose level was unknown. Customer also reported unexplained, no delivery alarms, backlight does not come on and case was damaged. Customer declined to transfer to 24 hour support. The device will not be returned for analysis.

Manufacturer narrative:
Device received with severe scratched lcd window, scratched case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Device received with all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery or occlusion alarm, no unexpected back light anomaly noted. (B)(4).